Manufacturer narrative:
During the requested site visit, the field service engineer (fse) inspected the instrument, and the cuvette washer hc waste was not being aspirated. To resolve the issue multiple troubleshooting procedures were performed including replacement of the bellows set, incl rod & fitting (rohs). A review of the architect c8000 serial number, (B)(6) service history was performed, and no additional discrepant result issues have been reported since the service activity was completed. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data revealed no trends, systemic issues, or related nonconformances the architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The architect c8000 system service and support manual provides instruction for the removal, replacement and verification of the bellows set, incl rod & fitting (rohs). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c8000 serial number, (B)(6), or the bellows set, incl rod & fitting (rohs).

Event description:
The customer observed falsely decreased total bilirubin results on architect c8000 processing module for several patients. The one result example provided were: sid (B)(6): (B)(6) yrs old female (dob=(B)(6) 1936) total billi initial=8.1 umol/l /repeated=13.95 umol/l. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased total bilirubin results on architect c8000 processing module for several patients. The one result example provided were: sid (B)(6): (B)(6) yrs old female (dob (B)(6) 1936) total billi initial=8.1 umol/l /repeated=13.95 umol/l. There was no reported impact to patient management.